Manufacturer narrative:
(B)(4). Batch # r93z50. Investigation summary: the device was received the upper jaw damaged at the proximal side. In addition, the electrode and ceramic were not damaged nor separated as reported. The device was connected to the generator and it was recognized. Because the jaw was damaged, not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw and the device was unable to cycle open and closed. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to the I-blade advancement. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic colectomy procedure, the doctor closed the jaws of the instrument, inserted the instrument into the trocar, attempted to open the jaws of the instrument, and the jaws were difficult to open. The doctor continued to attempt to open the jaws, was able to open the jaws but one of the jaws partially detached when opened. No part of the device fell into the patient. The device was removed from the patient and a second like device was used to complete the procedure. There were no patient consequences reported.